Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15558. It was reported that when the patient presented during a device upgrade procedure, high capture thresholds and dislodgement were observed on the right ventricular lead. It was also noted that the device had migrated laterally from the incision site. The lead and device were both explanted and replaced without incident. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).